Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited high thresholds and pacing failure. From the following day, threshold increased and the clinical course was monitored, threshold did not decrease and the pacing failure began to be confirmed. The ipg was reprogrammed, explanted and replaced. During the replacement implant procedure leadless implantable pulse generator (ipg) exhibited increased thresholds and pacing failure. The ipg was explanted and replaced with a transvenous implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.